Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054-58, lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to loss of capture on the right ventricular (rv) lead. It was also noted that there was high impedance and a possible fracture. The rv was programmed to unipolar and was subsequently capped and replaced. Additionally, the right atrial (ra) lead was exhibiting low pacing impedance. The ra was also capped and replaced. No patient complications have been reported as a result of this event.